Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider regarding a patient implanted with a neurostimulator (ins) for spinal cord stimulation. It was reported that the patient wanted to have the system removed because their stimulator was out of place, giving the patient a lot of electricity and causing pain. Patient was provided with the names of the physicians in their area that can remove their system. Patient also had lost their controller.